Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus). Previous device was explanted due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient experienced recurring incontinence. Device was sent to pathology.